Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure there were low shock impedance measurements of 20 to 24 ohms and the physician experienced difficulty inducing the patient. It was noted the subcutaneous implantable cardioverter defibrillator (s-ICD) appeared low via fluoroscopy so it was repositioned. Following repositioning there were still low shock impedance measurements and they were still unable to induce the patient. That device was attempted and not implanted. Another s-ICD was then implanted, however induction was still unsuccessful and low impedance measurements of 20 ohms were noted after a 10 joule shock was administered. The second s-ICD was repositioned and a 10 joule shock was given which produced 22 ohm impedance measurements. An external catheter was used to induce the patient. The 65 joule shock produced a 24 ohm shock impedance measurement with 12 to 13 second time to therapy. The second s-ICD and this electrode were implanted since the shock was successful at converting the patient. It was noted that the patient was obese and had a history of pleural effusions. The s-ICD and electrode remain in service and no adverse patient effects were reported.